Event description:
The baxter service technician reported an infusion pump with failure code 19, found during service. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.